Manufacturer narrative:
The pump passed the functional testing no excessive no delivery, motor error or other alarms noted. The pump had intermittent button response during the testing due to corroded keypad traces. The motor was tested outside the device and passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump, and hospitalization for high blood glucose. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they were still at the hospital being treated for the highs. The customer was assisted with troubleshoot. Motor error, along with external ram crc error, and unexpected restart alarm were noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.